Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had a cine disk not available error and would not function in cide mode. There was no pt injury or death reported.